Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and external ram crc error alarm. Customer's blood glucose level was 543 mg/dl. Customer experienced thirst and dehydration as a result of high blood glucose levels. Customer advised they felt fine and did not treat their high blood glucose. Customer advised their blood glucose readings were erased, they attempted to get them back but the act button was unresponsive. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer performed and passed both the self-test and high pressure test. Customer declined to troubleshoot for high blood glucose levels.